Manufacturer narrative:
User facility report: (B)(4) was received (B)(6) 2017 there was no new or additional information identified in the user facility report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report # 1627487-2017-08595 it was reported the patient suffered from intractable headaches and was implanted with two pns leads (off-label use). The patient was not receiving effective stimulation and needed to have an MRI taken thus the leads were explanted on (B)(6) 2017.

Event description:
Device 2 of 2, reference MFR report # 1627487-2017-08595